Event description:
Report 2 of 2: it was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred in six (6) units, causing blood to spill onto the patient in an unspecified number of instances. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 3 photos from the customer for investigation, which show blood leakage. Additionally, 10 retained samples were subjected to functional tests to assess the functionality of the device. All 10 samples passed testing, as no sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2 it was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred in six (6) units, causing blood to spill onto the patient in an unspecified number of instances. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.